Manufacturer narrative:
Conclusion: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user was seen for a check-up where in situ measurements were taken. Affected channels were revealed. It is unknown whether a trauma has occurred or not. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for a check-up where in situ measurements were taken. Affected channels were revealed. It is unknown whether a trauma has occurred or not.